Event description:
This item is unsafe for patient use. The cane will bend with just a minimal amount of wieght applied by a patient. Physical therapy tested this item. With full weight bearing of a 2001b; man and the cane snaped in half.